Event description:
Underlying disease progression [disease progression] extrahepatic leak in the gall bladder [post procedural bile leak] pain in the right part of the hypochondrium [abdominal pain upper] cirrhotic decompensation [hepatic failure] asthenia [asthenia] fever [pyrexia] case description: initial information received on (B)(6) 2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by borrelli et al., with the title: "safety of 90y-glass microspheres therapy in hepatic malignancies, our experience" and concerned 54 90-y glass microspheres treatments performed in 49 patients (36 men/18 women) with medium age 58.22 years (28-85) between april 2009 and january 2015 for hepatocellular carcinoma (43/54), neuroendocrine tumor metastasis (5/54), colonic carcinoma metastasis (2/54), medullary thyroid carcinoma metastasis (2/54) or cholangiocarcinoma (2/54). On an unspecified date before treatment, a simulation study was performed using 99mtc-albumin macroaggregates (99mtc-maa) through the same tumor nurturing arterial vessel. Concomitant medication include unspecified oral steroids and proton pump inhibitor for prophylactic treatment. On an unspecified date, the patients underwent 90y-glass microspheres therapy with a medium administered dose of 2.86 gbq (0.55-6.42) for hepatocellular carcinoma and/or unresectable liver metastases. At the first 24 hours after radiopharmaceutical administration only 3 cases (5.55%) presented complications: two of them pain in the right hypochondrium and one cirrhotic decompensation. Eight patients (14.8%) presented asthenia and/or fever during the first month after treatment. On an unspecified date within an average 13.65 months follow-up period, 30 patients (55.5%) died due to underlying disease complications. One case of extrahepatic leak was found in the gallbladder walls, although no symptoms were shown afterwards. The authors considered the events asthenia and fever as probably due to the treatment, whereas they did not made any causality assessment between the other events (pain in the right hypochondrium, cirrhotic decompensation, disease progression and leak in the gallbladder walls) and therasphere treatment. The company assessed the events disease progression (fatal), pain in the right hypochondrium, cirrhotic decompensation and leak in the gallbladder walls (medically significant) as serious. Case comment: the events pain in the right hypochondrium, cirrhotic decompensation and asthenia are listed whereas disease progression, leak in the gallbladder walls and fever are unlisted according to the current instruction for use for therasphere. The company considers the events pain in the right hypochondrium, cirrhotic decompensation, asthenia, leak in the gallbladder walls and fever related to therasphere despite the concomitant underlying progression of the disease. Despite the limited information provided for the case, the company considers that the event disease progression is not related to the procedure but to the course of the underlying disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. Additional information received on 06-jan-2016: this product involvement in previous fsca was limited to one dose in one lot in september 2015/009/022/292/004, now expired . The number of therasphere units distributed in (B)(6) were (B)(4) in 2012, (B)(4) in 2013, (B)(4) in 2014, and (B)(4) in 2015. Therasphere y-90 glass microspheres are available in dose vial sizes from 3gbq - 20gbq in 0.5 gbq dose increments. There is only one form of therasphere y-90 glass microspheres on the market. Follow-up information is still expected. A follow-up/final report of the case will be sent in 30 days (15-feb-2016).

Event description:
Underlying disease progression [disease progression], extrahepatic leak in the gall bladder [post procedural bile leak], pain in the right part of the hypochondrium [abdominal pain upper], cirrhotic decompensation [hepatic failure], asthenia [asthenia], fever [pyrexia]. Case description: initial information received on 24-nov-2015: this literature medical device case report was published in the european journal of nuclear medicine and molecular imaging by borrelli et al., with the title: "safety of 90y-glass microspheres therapy in hepatic malignancies, our experience" and concerned 54 90-y glass microspheres treatments performed in 49 patients (36 men/18 women) with medium age 58.22 years (28-85) between april 2009 and january 2015 for hepatocellular carcinoma (43/54), neuroendocrine tumor metastasis (5/54), colonic carcinoma metastasis (2/54), medullary thyroid carcinoma metastasis (2/54) or cholangiocarcinoma (2/54). On an unspecified date before treatment, a simulation study was performed using 99mtc-albumin macroagregates (99mtc-maa) through the same tumor nurturing arterial vessel. Concomitant medication include unspecified oral steroids and proton pump inhibitor for prophylactic treatment. On an unspecified date, the patients underwent 90y-glass microspheres therapy with a medium administered dose of 2.86 gbq (0.55-6.42) for hepatocellular carcinoma and/or unresectable liver metastases. At the first 24 hours after radiopharmaceutical administration only 3 cases (5.55%) presented complications: two of them pain in the right hypochondrium and one cirrhotic decompensation. Eight patients (14.8%) presented asthenia and/or fever during the first month after treatment. On an unspecified date within an average 13.65 months follow-up period, 30 patients (55.5%) died due to underlying disease complications. One case of extrahepatic leak was found in the gallbladder walls, although no symptoms were shown afterwards. The authors considered the events asthenia and fever as probably due to the treatment, whereas they did not made any causality assessment between the other events (pain in the right hyponchondrium, cirrhotic decompensation, disease progression and leak in the gallbladder walls) and therasphere treatment. The company assessed the events disease progression (fatal), pain in the right hypochondrium, cirrhotic decompensation and leak in the gallbladder walls (medically significant) as serious. Additional information received on 06-jan-2016: this product involvement in previous fsca was limited to one dose in one lot in september 2015/009/022/292/004, now expired . The number of therasphere units distributed in spain were 26 in 2012, 25 in 2013, 39 in 2014, and 104 in 2015. Therasphere y-90 glass microspheres are available in dose vial sizes from 3gbq - 20gbq in 0.5 gbq dose increments. There is only one form of therasphere y-90 glass microspheres on the market. Follow-up information is still expected. A follow-up/final report of the case will be sent in 30 days (15-feb-2016). Final assessment on 12-feb-2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event but no new information has been received. It has been assessed that no corrective action is necessary at this time.the company considers the events pain in the right hyponchondrium, cirrhotic decompensation, asthenia, leak in the gallbladder walls and fever related to therasphere despite the concomitant underlying progression of the disease. Despite the limited information provided for the case, the company considers that the event disease progression is not related to the procedure but to the course of the underlying disease. This report is considered final. The case is closed. Case comment: the events pain in the right hyponchondrium, cirrhotic decompensation and asthenia are listed whereas disease progression, leak in the gallbladder walls and fever are unlisted according to the current instruction for use for therasphere. The company considers the events pain in the right hyponchondrium, cirrhotic decompensation, asthenia, leak in the gallbladder walls and fever related to therasphere despite the concomitant underlying progression of the disease. Despite the limited information provided for the case, the company considers that the event disease progression is not related to the procedure but to the course of the underlying disease. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.